Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device was monitored for 24 hrs and no unexpected error or reset alarm noted. The unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. All the buttons functioned properly and no moisture damage found on the keypad traces, electronic or motor assemblies.

Event description:
It was reported that the customer received alarms on her insulin pump. The customer's blood glucose was 7.6 mmol/l. The insulin pump was reset but settings were restored. It was stated that the insulin pump was accidentally splashed with water. The customer also received a battery out limit alarm after changing the battery. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.